Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the 1st right posterolateral. The lesion was 90% stenosed, 3.20mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x16mm ion stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with kidney stones associated with some nausea, sweats, fever, as well as confusion and dehydration. The patient successfully underwent cystoscopy with left ureteral stent placement. Two days later the patient had a cardiac arrest and was resuscitated. The subject was then transferred to the intensive care unit (ICU). The patient had anoxic brain injury. The patient died 3 days later. According to the death certificate, the patient died of septicemia secondary to obstructive pyelonephritis; other comorbidities mentioned included ureteral calculus and coronary artery disease. No autopsy was performed and no further information is forthcoming.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the 1st right posterolateral. The lesion was 90% stenosed, 3.20mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x16mm ion stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with kidney stones associated with some nausea, sweats, fever, as well as confusion and dehydration. The patient successfully underwent cystoscopy with left ureteral stent placement. Two days later, the patient had a cardiac arrest and was resuscitated. The subject was then transferred to the intensive care unit (ICU). The patient had anoxic brain injury. The patient died 3 days later. According to the death certificate, the patient died of septicemia secondary to obstructive pyelonephritis; other comorbidities mentioned included ureteral calculus and coronary artery disease. No autopsy was performed and no further information is forthcoming.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The date of the report was corrected from (B)(4) 2012 to (B)(4) 2011. (B)(4).